Manufacturer narrative:
Added expiration date, added device manufacture date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed that the sewing ring was removed, likely during the explant procedure. The valve appeared distorted. All leaflets were in the closed position with crowded free margins. All leaflets were slightly stiff but flexible except where host tissue was present. There was tissue deterioration on the left (lc) and right cusps (rc) which was a result of commissure dehiscence. Tissue deterioration was found on the left and non-coronary cusp adjacent to the left non-coronary commissure dehiscence. The left (lc) and right cusps (rc) were prolapsed, which was likely a result of the dehisced commissure. The right (rc) and left cusps (lc) were billowed above the coaptive plane. There were multiple tears, abrasions, through the free margin and lunula of the right cusp (rc) due to contact with bias cloth along the outflow rail. Right left commissure dehiscence was noted. The detachment did not expose the aortic wall; therefore, manufacturing sutures could not be assessed. There was the start of dehiscence on the superior coaptive area of the right non-coronary commissure and on the left non-coronary commissure. There was thick tan-white pannus that lined the inflow, and extended from the base stitching encroaching up to 8mm on the non-coronary (nc) cusp, 4 mm on the right (rc) and left cusps (lc) and into all inferior coaptive areas. There was thin tan-white remnant pannus noted on the back of all stent posts. An unknown amount of pannus appeared to have been removed during explant. Radiologic evaluation revealed multifocal calcification on all leaflets and commissures. Conclusion: based on the analysis of the returned valve, the reported regurgitation was most likely due to cuspal tear, pannus and commissure dehiscence. Since the valve has been implanted for over 15 years, it¿s very unlikely that the regurgitation is due to any potential manufacturing issue. Reduced performance of the valve is attributed to host tissue overgrowth with calcification. These findings are generally considered a patient-related condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 15 years and 5 months post implant of this 27mm bioprosthetic aortic valve, it was explanted and replaced with a 23mm bioprosthetic valve of a different model. The indication for valve replacement was severe regurgitation. No additional adverse patient effects were reported.